Manufacturer narrative:
Concomitant medical product: 694765 lead implanted: (B)(6) 2013; dtba1d1 ICD implanted: (B)(6) 2017.

Event description:
It was reported that since shortly after a recent device change, the left ventricular (lv) lead impedance has been high. Fracture was suspected. The lead was turned off and the patient will follow up with their doctor. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.